Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. The patient described the area as red, itchy, and burning blisters. There was no alleged device malfunction contributing to the irritation. The patient's physician advised to use vaseline and recommended removal of the patch due to the skin irritation. The outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.